Manufacturer narrative:
Additional information: b5, g3, h6 (rfr code updated) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported the initial experience of cone-beam computed tomography (cbct) percutaneous mwa for lung nodules in the hybrid operation room (hor). Between (B)(6) 2020 and (B)(6) 2022, (B)(4) patients with (B)(4) lesions underwent emprint mwa under general anesthesia. (B)(4) patients had a single pulmonary nodule, and the remaining (B)(4) patients had multiple nodules. The following ablation related complications were reported: pneumothorax (4) with (B)(4) patient managed conservatively, (B)(4) patient with simple drainage, and (B)(4) patients with drainage and discharged with pigtail tube; pleural effusion (2) managed by simple drainage. None of the adverse event directly related to medtronic products.

Manufacturer narrative:
D10 concomitant product: unknown emprint antenna (lot#: unknown) ling-kai chang, shun-mao yang, wen-yuan chung, lun-che chen, hao-chun chang, ming-chih ho, yeun-chung chang and chong-jen yu. Cone-beam computed tomography image-guided percutaneous microwave ablation for lung nodules in a hybrid operating room: an initial experience. Chang et al. European radiology (2024) 34. Https://doi.org/10.1007/s00330-023-10360-5. Pages 3309¿3319. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reported the initial experience of cone-beam computed tomography (cbct) percutaneous mwa for lung nodules in the hybrid operation room (hor). Between july 2020 and july 2022, 33 patients with 40 lesions underwent emprint mwa under general anesthesia. Twenty-seven patients had a single pulmonary nodule, and the remaining six patients had multiple nodules. The following ablation related complications were reported: pneumothorax (4) with one patient managed conservatively, one patient with simple drainage, and two patients with drainage and discharged with pigtail tube; pleural effusion (2) managed by simple drainage.